Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level but could not recall their actual bg level. The cause of the elevated bg was due to the customer running out of infusion sets and had no backup therapy available. The customer mentioned they went to the ER on (B)(6) 2022 and were ultimately hospitalized for bg and they also had the flu. The ER staff provided insulin to address bg. The customer was released from the hospital on (B)(6) 2022 with no permanent damage. No additional patient or event information was available.